Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned to the manufacturing facility. Based on the results of our investigation, the root cause of the complaint could not be identified. However, as informed through the complaint details, there is no difficulty during placement of catheter, fluids were delivered as intended and no leakage occurred during procedure for approximately 5 hours. This shows that the catheter tube was used effectively prior the tube breakage. Verification on retention sample showed no defects found such as crack, pinhole, scratch, bent and broken parts on catheter tube that would lead to catheter tube breakage. No damaged or deformed catheter tube that might lead to the complaint. Retention samples were also evaluated for catheter tube and catheter hub fitting force. All samples passed. Incoming inspection for the catheter tube raw material is being conducted through verification of inspection report and certificate of analysis from our supplier. We also have 2 stages of 100% visual inspection. The first station covers the overall condition of the product. The second station covers inspection of catheter tip and needle tip condition and the distance between catheter tip and needle heel. Thus, defects on catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. In addition, lot history file showed that no non-conformities or troubles related to the complaint was encountered. Furthermore, qc conducts visual inspection to check product quality prior shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955. Exemption number e2015017.

Event description:
The user facility reported that a four month old canine was undergoing a neuter procedure. The catheter was placed for the neuter surgical procedure in the left front leg. The catheter broke at base while being removed. The catheter was sticking out enough that the remaining portion was removed with a forceps. The canine was healthy and in stable condition. Additional information received on february 20, 2019: there was no difficulty with the placement of the catheter, which were placed for procedures approximately 5 hours. No leakage occurred, and fluids were delivered via IV cath as intended. There was no leakage noted at time of the bandage removal when the catheter was found to be broken. It was reported that the proximal end has approximately 1mm of catheter left connected at the hub.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date to the d10, to correct the d11 date, to update the h3 section and to provide the completed investigation results. In the initial report it was reported that the d11 date was (B)(6) 2019 however; the correct date is (B)(6) 2019. The actual device has been returned for evaluation. Based on the results of our investigation, the exact root cause of the complaint could not be identified. The received actual sample showed the IV catheter cut into 2 pieces wherein the tip of the catheter tube that remained on catheter hub and the cut part tube were both observed cleaned cut diagonally. Most likely, the breakage of catheter tube occurred during usage specifically the catheter tube was cut during removal since appearance of the received actual sample was diagonally cut and stated on the details that the catheter broke at base while being remove.